Manufacturer narrative:
D3: correction. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of fails accuracy (B)(4) cannot be confirmed through delivery accuracy test. Probable cause of issue is unknown. Upon further investigation, found unit failed visual inspection with downstream occlusion sensor (dso) seal delamination. Replaced dso seal. Performed dso/upstream occlusion sensor (uso) calibration. Performed visual inspection to confirm repair. Performed performance verification tests, unit passes all testing criteria. Software updated. Unit reset to standard configuration."

Event description:
It was reported that the device failed accuracy +7.05%. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.